Event description:
It was reported that in preparation for a rotational atherectomy procedure, a console speed increased suddenly. The speed of the rotablator console was unable to go up. When the console was set to max, the speed was not accurate. The rotation frequency was not stable. An abnormal noise was heard from the console. The procedure was completed with another unspecified device. No pt injuries or complications were reported. The pt's status was not reported. Further information has been requested.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.